Event description:
Related manufacturer report number: 2017865-2022-09207. It was reported that a patient presented with their right ventricular (rv) lead dislodged. It was also reported that there was oversensing noise on the rv lead and incorrect interpretation of signal resulting in inappropriate therapy on the implantable cardioverter defibrillator (ICD). When repositioning, the lead helix would not retract. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
This report is to indicate that a device history record review was performed and found complete.

Manufacturer narrative:
Correction: d6a - date of implant was updated to (B)(6) 2022, was previously not populated.